Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery with the new reservoir. The blood glucose at the time of the incident was 337 mmol/l. The customer stated that she has wasted several reservoirs and there is an issue with the reservoirs. Troubleshooting was not performed. The product will not be returned for analysis.